Event description:
On (B)(4) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 515 mg/dl with polydypsia and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was reported that there were recent changes made to the patient¿s basal rate and bolus settings by their healthcare provider. Also during troubleshooting, it was determined by cts that the bolus settings and basal/temp basal settings were incorrectly programmed. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in the settings being incorrectly programmed in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: the black box began on 01/18/2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.